Event description:
Patient had star sliding core and tibial component revised.

Manufacturer narrative:
Tibial component shifted and was therefore revised. Poly sliding core was also changed out. The surgery report notes patient was non-complaint. Review of device history records showed no anomalies. Additional expiration date: 04/2015.